Event description:
ON JUNE 9, 2026, ABBOTT DIABETES CARE (ADC) RECEIVED AN EMAIL STATING THAT THE HOSPITAL WAS RUNNING A TRIAL USING LIBRE 3 PLUS AND THAT ONE PARTICIPANT HAD DIED WHILE WEARING A SENSOR. FOLLOWING THE PARTICIPANT¿S DEATH, THE HOSPITAL ATTEMPTED TO RETRIEVE DATA FROM THE READER BUT WAS UNSUCCESSFUL. THE HEALTHCARE PROFESSIONAL (HCP) PROVIDED THE SENSOR'S SERIAL NUMBER BUT DECLINED TO SHARE FURTHER DETAILS AND REQUESTED THE CASE BE CLOSED. BASED ON THE AVAILABLE INFORMATION, IT REMAINS INCONCLUSIVE WHETHER THE ADC DEVICE CAUSED OR CONTRIBUTED TO THE REPORTED DEATH. ADC HAS INITIATED AN EXTENDED MANUFACTURING REVIEW, WITH RESULTS TO BE INCLUDED IN THE NEXT REPORT.

Manufacturer narrative:
THE REPORTED PRODUCT IS NOT EXPECTED TO BE RETURNED AS THE CUSTOMER DECLINED TO PROVIDE FURTHER DETAILS. A FOLLOW-UP REPORT WILL BE SUBMITTED UPON COMPLETION OF INVESTIGATION ACTIVITIES. THE DATE OF EVENT IS UNKNOWN. THE DATE ENTERED IN SECTION B3 IS THE DATE ABBOTT DIABETES CARE BECAME AWARE OF THE EVENT. ALL PERTINENT INFORMATION AVAILABLE TO ABBOTT DIABETES CARE HAS BEEN SUBMITTED.

Event description:
On (b)(6) 2026, Abbott Diabetes Care (ADC) received an email stating that the hospital was running a trial using Libre 3 Plus and that one participant had died while wearing a sensor. Following the participant¿s death, the hospital attempted to retrieve data from the reader but was unsuccessful. The healthcare professional (HCP) provided the sensor's serial number but declined to share further details and requested the case be closed. Based on the available information, it remains inconclusive whether the ADC device caused or contributed to the reported death. ADC has initiated an extended manufacturing review, with results to be included in the next report.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.The Device History Records (DHRs) for the product were reviewed and the DHRs showed the product passed all tests prior to release.An extended manufacturing investigation has been performed for the reported complaint. Lot 1001103232 performed within specification for all measurements during the sensor manufacturing and release testing process. There were no non-conformances in the same time period that relate to the manufacture of lot 1001103232. All measurements reviewed are within specifications.The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a Risk Evaluation is completed and compared to the Risk Management report, to ensure the risk profile has not changed. Additionally, as a part of Abbott¿s Post-Market Surveillance Process, all Risk Evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product Risk Management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.The reported product is not expected to be returned as the customer declined to provide further details. Therefore, no further investigation is planned. In the event that product is received, a physical investigation will be performed per ADC's established processes and procedures and a report will be submitted upon completion of investigation.All pertinent information available to Abbott Diabetes Care has been submitted.